Event description:
The account alleged the side rails are bent and will not raise the latch position. No pt impact.

Manufacturer narrative:
The technician replaced the side rails assemblies to resolve the issue.